Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with a 475 cc mentor memorygel breast implant and experienced left-sided lactation disorder and breast pain postoperatively. The patient reports that a lot of discharge and blood came out from her left breast around (B)(6) 2018, and she couldn¿t produce breast milk through the breast. In addition, since (B)(6) 2020, the patient has been experiencing left-sided pressure-like breast pain when she lies on the left side, and also when she removes bras. The patient went to ER due to the pain in (B)(6) 2020, and was recommended to consult with her surgeon. As a result, the patient has an upcoming appointment with a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.